Event description:
On 5/4/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. According to the pt, hemostasis was not achieved with the device, and manual pressure was used to control the bleeding. On 5/11/1998 the pt contacted the MFR complaining of a "walnut sized lump" and weakness in her procedure leg. A friend of the pt's who happens to be an rn noted that her dorsalis pedis pulse was diminished. On 5/13/1998 the pt went to the hosp where an ultrasound and angiogram demonstrated abnormal echogenic material within the right common femoral artery at the puncture site and absence of flow in the common femoral artery indicating thrombosis. The pt was taken to surgery where the clot and three inches of the artery were removed as a result of infection. The pt remained hospitalized for several days and was placed on intravenous antibiotics. As of 6/3/1998 there has been no further report of complication or pt sequelae made to the MFR.